Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, biological tissue yellow, cloudy in the gel and overweight. Voids was observed after autoclave disinfection process. The weight report is attached, which shows that within the process it is within the range of the specified weight. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
A patient reported that they experienced ¿pain¿, ¿pressure sensitivity¿, ¿swelling¿, ¿lump¿ and ¿capsular contracture¿ baker grade unknown . The device was explanted. This relates to the right side.